Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device failed to charge above 50 joules and displayed a "cannot charge" message. The complainant indicated that there was no pt involvement in the reported malfunction.